Event description:
It was reported that following the last refill the patient has been experiencing a nerve stimulation/shocking sensation that begins in the abdomen and spreads out from there. This has been occurring about once a day. It was also reported that the patient had a catheter revision in 2008, and portions of the previous catheter were left in the patient. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.